Event description:
Approximately 1 to 1.5 months post-implantation, the reporter experienced significant facial swelling. Predominately on the left side, the area in which she received the implant. Subsequent investigation revealed that the implant contained aluminum and titanium alloy. The reporter later learned that aluminum was subsequently removed from the implant¿s composition, but it was present at the time of her procedure. Despite explanation in (B)(6) 2025, the reporter states that the facial swelling persists two years after initial implantation.